Event description:
Routine complaint investigation when a consumer reported a low reading of 200mg/dl on their rsg blood glucose monitor with glucose test strips that expired april 2001. Based on their reading, the consumer may have been mistreated by consuming a meal and administering insulin. This may have contributed to their subsequent need for transport to the hospital where consumer was treated and released.